Manufacturer narrative:
Date of event is estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported via a general comment that sheath splitting issues have occurred with starclose se devices. The method of achieving hemostasis when this occurs was not specified. No additional information was provided.